Event description:
The customer obtained higher than expected vitros valp results for multiple quality control samples using a vitros 5600 integrated system. Values of 48.2, 47.7, 48.2 and 50.4 ug/ml were obtained from the biorad level 1 fluid versus the expected value of 34.2 ug/ml. Values of 96.3, 96.1, 96.5 ug/ml were obtained from the biorad level 2 fluid versus the expected value of 80.0 ug/ml. A value of 162.5 ug/ml was obtained from the biorad level 3 fluid versus the expected value of 162.5 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to re-occur undetected on patient samples. The patient results were not reported out of the laboratory while the quality control results were out of range. There was no report of patient harm as a result of this event. This report is number three of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros valp results were obtained from multiple quality control samples processed on a vitros 5600 integrated system. There is no evidence that an analyzer related issue contributed to the event. Acceptable vitros valp performance has been observed using an alternate reagent pack of the same lot. The investigation was unable to determine a definitive root cause. However, the vitros valp reagent packs in use at the time of the event could not be ruled out as a potential contributing factor. The root cause of the event is unknown.